Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) housing of a 6f¿7f mynx control vascular closure device (vcd) was damaged and the peg was exposed upon removal from the package. The device was not used, and another device was used to complete the procedure. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepared per instructions for use. The device and packaging were inspected prior to opening. The user was certified. The device was inspected for damage when removed from the package, and no damage was noted to the packaging or device at that time. The sterile packaging was intact prior to opening. No force was applied while removing the device from the tray or packaging. A cordis brite tip sheath introducer was used. The sealant sleeves were out of position. The sealant sleeve split during insertion with appropriate caution by the operator. Damage was noted to the sealant sleeves. The sealant was exposed to bodily fluids. The sealant was prematurely exposed just prior to insertion. The peg was not dry, swollen, or fragmented when observed. The device will be returned for evaluation.